Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2022 and suture was used to sew the patients wound. On the 7th day, after surgery, the patient came to the hospital for reexamination and found that the suture was not absorbed and the wound was red and swollen. The patient had inflammation. The doctor removed the suture, disinfected the wound, and changed the dressing. The patients current status was reported as good. No additional information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. (B)(4). To date, it has been reported that the device will not be returned. If the device or further details are received as a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any medical or surgical intervention performed (re-operation; re-suturing; re-closure; drainage)? If so, please specify. The suture was removed and the wound was disinfected. What was the appearance of the suture during the removal? Unk. Was reoperation necessary to remove the suture and re-close the wound? Unk. Was the suture trimmed in physician¿s office? Unk. Was the suture removed in a routine post-op procedure? Yes. Was the suture removed in a reoperation procedure? No. Could you tell me if there was a prescription for steroids or antibiotics for the patients recovery? If yes, please provide medication name, route, and dose. Unk. What is the current status of the patient? Good.